Manufacturer narrative:
Batch review performed on 20 may 2026 lot: 2500965: (B)(4) items manufactured and released on 12-feb-2025. Expiration date: 2030-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary left knee surgery using competitor products. On (B)(6) 2025, the patient was revised to medacta spacers for infection and the pathogen was unknown. On (B)(6) 2026, the patient had permanent medacta gmk-revision hardware implanted (femoral component, insert, tibial tray). Presently, on (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the semiconstrained 10mm s4 insert to a same size insert. The surgery was completed successfully.